Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable peacemaker exhibited undersensing. Boston scientific technical services (ts) confirmed that this was atrial undersensing after checking the electrogram (egm). This device remains in service. No adverse patient effects were reported.